Event description:
The customer reported that the video system center exhibited light reflection and glitters in the vision, and the onsite inspection identified halation in the image. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.